Manufacturer narrative:
Visual review of the returned screw confirmed the fracture. Review of product history did not indicate any manufacturing deviation that would cause this condition. Definitive root cause undetermined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist indicated that the screw has fractured.